Event description:
Information was received from a service and repair via a medtronic representative regarding a endoscope. It was reported that image was abnormal and there was dirt in the endoscope. There was no patient involved in this event. There were no further complications that were reported.

Manufacturer narrative:
G2: country of origin is japan. H3: product analysis #289773797:product:9560100, item:10,lotno:1776546r: it was confirmed during the incoming inspection that foreign object was visible when the focus was shifted. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.